Event description:
It was reported that during a prostate procedure, @ 190930 joules; 32 minutes and 14 seconds it was noted that the fiber head broke inside of the patient. This fiber was exchanged; however, the second fiber was noted to have broken inside of the patient. Additional information provided indicates that the "fiber head" on each of the fibers separated from the fiber and the ¿fiber heads¿ were not retrieved from the inside of the patient. The procedure was completed with an alternative procedure (turp). This report is for the second fiber and alternate procedure.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4) the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the outer flow tubing exhibits moderate contamination, likely biologic; the fiber was tested with hene laser fixture, the aim beam is visible at the output window. Probable root cause: based on the product analysis results, the product complaint of " fiber head broken" could not be confirmed; a cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.